Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to fail sine cycle when installed on a test fixture. The carriage was opened up and contamination was found on the degrees of freedom (dof) 6, 7, and 8 rotors. The disk 3 rotor was determined to be the cause of the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the disk 3 rotor on the usm carriage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a procedure, the staff encountered a non-recoverable error and decided to convert the procedure to laparoscopic. A request was made for a log review to determine the cause of the problem. The logs indicated error 23087 on usm3 axis 7 on the carriage, which suggested a possible faulty hall sensor, an encoder disk that had slipped, or a failure of the fpga to resolve the correct absolute track position at startup.